Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted on (B)(6) 2017 with a bifurcated, one limb, and a suprarenal device. During a follow up CT, an endoleak type ib was discovered on the right side. The physician elected to balloon the limb to resolve the leak. The patient will continue to be monitored. No additional sequalae was reported.

Manufacturer narrative:
Clinical evaluations was unable to find substantial evidence to support the following reported events; persistent endoleak type ib and successful endovascular procedure. The most likely cause of the loss of seal could not be determined due to a lack of any medical records or imaging. Procedure related harms and the final patient disposition could also not be determined. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
Additional information received on 03/06/2018. The patient underwent an additional procedure on (B)(6) 2018 to place an afx limb to successfully resolve the endoleak.